Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: d264trm crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead showed several unphysiologic non-sustained ventricular tachycardia episodes and a high number of short v-v intervals. The rv lead remains in use. However, it is planned to replace the rv lead. It was later reported that the right ventricular (rv) lead was capped and replaced. It was noted that the replacement lead was implanted from the right side because of stenosis on the left side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.